Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging death, kidney disease/toxicity, heart failure (heart attack), pleural effusion and respiratory failure. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: there is unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card. There is an unknown dust contaminate present at the iso port entrance. Using a known-good power supply and power cable, pil verified the base unit provided airflow and the heater plate heats. Pil performed an internal investigation and found the base unit was found to have moderate unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca. Seals were observed discolored, dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam visually and through compression. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient has passed away due to kidney disease/toxicity, heart failure (heart attack), pleural effusion, respiratory failure. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.